Manufacturer narrative:
Date is estimated; month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the reason for the call was that the implant was causing the patient extreme pain at the implant site, especially when they were lying on their back and trying to get up. The issue started within the last 36-72 hours. The patient's partner noted they were giving the patient massages on the back, since they had unrelated back pain from sciatica, and had moved the implant somewhat while massaging the patient. The implant did not seem to have swelling nor discoloration but they were wondering what they could do. Currently the implant was not in use. The patient was redirected to their healthcare provider to further address the issue and to have the implant checked.